Manufacturer narrative:
It was reported that during an unidentified procedure the yankauer bulb tip broke off and fell into a patient. It was not originally identified at what point during the unidentified procedure this incident occurred. It was not originally identified if the yankauer bulb tip was able to be retrieved from the patient. It is unknown how the yankauer was being used at the time of this incident. It is unknown what pressure settings were used at the time of this incident. After multiple good-faith attempts, contact was made with the facility who reported that they are unable or unwilling to provide additional patient, product, procedural, or retrieval information related to this incident. No serious injury, medical intervention, or follow-up care was originally reported. No impact to a patient's stability or to a procedure was originally reported. There was no sample returned to the manufacturer for evaluation. Due to the reported incident, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during an unidentified procedure the yankauer bulb tip broke off and fell into a patient.